Event description:
The patient reportedly experienced a loss of sound with his internal device. External equipment was exchanged and programming adjustments were attempted however, this did not resolve the problem. Revision surgery has been scheduled.